Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation and/or excessive force used when tensioning the sutures.

Event description:
On (B)(6) 2021, it was reported by a arthrex employee via email that a ar-4501 meniscal cinch ii anchor pulled out of implantation site. This was discovered during a meniscus repair on (B)(6) 2021. When locating to deploy the first anchor, the tip of the inserter got stuck. The surgeon attempted once more by pushing the tip of the inserter until finally the first anchor deployed. However, when pulling the sutures, to tighten, the anchor pulled out of implantation site. A new product was opened and case was completed successfully without further issues. Additional information received on 1/14/2022: surgeon was able to complete the procedure using another ar-4501 meniscal cinch ii from lot number f155053. This was discovered during a procedure on (B)(6) 2021. The first anchor pulled out right when surgeon was removing the needle from the meniscus to locate the second point and deploy the second implant.